Event description:
Patient applied band aids labeled latex-free to wound and had an immediate allergic reaction. This was the second time that client had a reaction to band aids from this particular box. The first time, in december, was very mild and the patient did not think to report it as a reaction to latex. The second time on the night in question she had an immediate reaction. She developed hives, red eyes, intense itching. Benadryl was administered and after 10 minutes and no abatement, pediatrician instructed the patient be brought to the ER. Patient was brought to overlook hospital ER and was treated with prednisone and benadryl. Pt has an anaphylactic allergy to latex. Band aids from other boxes of this brand were used in the past without incident. Two incidents from one box need to be investigated. Dates of use: 1. 2007, 2. 2008. Diagnosis or reason for use: wound care.